Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Confirmation of physical damage to the subject device at the foreign material residue point. The foreign material residue point was confirmed to be free from deformation. The reprocessing status was unable to be confirmed since information about it was unavailable. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A definitive root cause cannot be determined. Subject event 1 the subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Subject event 2 the subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif-h290 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-h290 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material in the nozzle and the tip cover was burnt. There was no patient involvement.